Manufacturer narrative:
Patient medications include: aspirin, plavix, metoprolo and lipitor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. It was reported the trunk-ipsilateral leg component was implanted in an angulated proximal neck measuring ~70 degrees. On an unknown date, follow-up imaging identified a proximal type I endoleak, aneurysm enlargement to 6 cm (amount of growth unknown) with no evidence of device migration. Reportedly, due to disease progression, the trunk-ipsilateral leg component lost wall apposition, resulting in the proximal type I endoleak. On (B)(6) 2015, an additional procedure was performed to treat the proximal type I endoleak. An aortic extender component was implanted for proximal extension. The physician elected to conclude the procedure without resolution of the type I endoleak, however; it was reported the volume had significantly decreased. The physician will continue to monitor the endoleak and the patient tolerated the procedure.